Event description:
There was misalignment in the touch position of the touchscreen. There was no patient involvement. Calibration did not resolve the issue. The service engineer replaced the touchscreen to resolve the issue.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6).

Manufacturer narrative:
The touch screen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failed was not duplicated. There is no fault found on this returned touchscreen assembly.